Event description:
Journal reference:starkman js, wolter ce, scarpero hm, milam df, dmochowski rr. Mgmt of refractory urinary urge incontinence following urogynecological surgery with sacral neuromodulation. Neurourol urodyn. 2007;26(1):29-35; discussion 36. We sought to explore our pt outcomes utilizing sacral neuromodulation in the mgmt of refractory urinary urge incontinence following urogynecological surgical procedures. A total of 25 women with urinary urge incontinence following urogynecological surgery were selected for sns therapy and retrospectively analyzed. Reportable event: 3 pts that failed to improve during the test stimulation phase had the lead subsequently removed.